Manufacturer narrative:
The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Received one (1) photo from the customer. In the photo the drip chamber was cut open and a small black dot was observed in the drip chamber. The complaint of black dot can be confirmed. The cause of the black spots in the drip chamber is due to discoloration of the pvc material during the molding process. Due to no product being returned a dimensional analysis cannot be performed to determine if the spot is within specification.

Event description:
The event involved a primary plum set clave port, clave y-site, secure lock, 103 inch that the medical center discovered visible contamination of IV tubing containing a small black dot on the internal drip chamber of an IV tubing set from ICU medical. This tubing was not in patient use and supply inventory was being inspected after receiving a correspondence bulletin about the issue from department of health and human services.